Event description:
It was reported that during a cranial procedure, the perforator bit failed to stop and tore the patient's dura. No further adverse consequences were reported and the procedure was successfully completed.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned for evaluation. Lot number details were not provided to assist further investigation. The root cause for the alleged event is undetermined.